Event description:
It was reported to boston scientific corporation in 2005 that a low profile gastrostomy device was used during a procedure performed three days prior (patient age, gender and weight are unknown). According to the complainant, placement was performed. One hour after feeding nutrition a leak was discovered. After three hours, a balloon rupture was found. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Upon examination, the balloon had a large tear in it. It cannot be determined conclusively how the balloon tore. The tear in the balloon was not along the seam or around its collar. It is possible that the balloon was over-inflated or came into contact with a sharp or abrasive material. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.